Event description:
It was reported that this right atrial {ra) lead is part of a system and that the patient exhibited an infection in pocket area. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).